Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to insert the guidewire into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled, and there was blood on the stylet/guidewire. The lead was noted to be damaged during use. The analyst noted that a blue stylet was stuck in the returned lead. Blood is visible inside the helix. The stylet was removed and noted to be kinked in various locations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.